Manufacturer narrative:
Product code = dqx. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a training course for a difficult inferior vena cava (ivc) filter removal using a pig, the loop wire technique was used to reverse the roadrunner uniglide hydrophilic wire guide through the body of the ivc filter. The wire guide was externalized and while controlling both ends of the wire, tension was applied as the sheath was driven down over the wire to retrieve the filter. The wire guide then snapped in half. As both ends of the wire were externalized, there was no need for retrieval of the wire. The access site utilized was the right internal jugular; the pig's anatomy was not calcified or tortuous. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the wire guide was separated into two segments. The segments were measured to be 172.0 cm (proximal) and 88.2 cm (distal) in length. No damage was noted to the proximal segment, except for exposed core wire at the distal end of the device. The distal segment had a 1 mm cut at a distance of 71.2 cm from the proximal end, where the core wire was observed to be exposed. Kinks were noted at distances of 84.5 cm, 84.9 cm, and 85.8 cm from the proximal end of the distal segment of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.